Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient continued to experience jaw pain during the first bite of food, along with headaches. It is believed that the attending physician is aware of these symptoms. Additionally, the partner noted that the infusion pump occasionally triggers an occlusion alarm, typically during pump and cassette changes. Interestingly, when switching to an alternate pump, the alarm stops, and both pumps appear to function properly. The patient recently received two replacement pumps, but the same issue persists. The partner is unsure whether the tubing is being properly maintained, although alternating pumps seem to resolve the problem. Several details remain unknown, including the pump serial number, expiration date, return tracking information, and the position of the pump when the alarm occurred. No photographs were provided. The infusion is continuous, but the set flow rate and volume delivered are also unknown. Product lot numbers and expiration were not provided, although they would have been retrieved from the dispensing system if available. The reported product fault occurred while in use with the patient, but it did not cause or contribute to any clinical injury. The actual device is available for investigation, but it has not been replaced. The patient had access to a backup device and was able to successfully continue the infusion. The therapy is life-sustaining, and the outcome of the event remains unknown. Relevant codes include patient codes 1994 and 1880, device code 1013, and referenced report mw5177095. Patient details were provided, and the patient is female. The date of this report was (B)(6) 2025.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.